Event description:
A surgical technician reported vacuum issues with several cassettes during cataract with intraocular lens implant procedures. The issues were resolved after exchanging the cassettes during the procedures. No harm was reported for any of the patients. Samples were requested.

Manufacturer narrative:
At this time, the recall number has not been issued. A supplemental MDR will be filed when the recall number is issued. The customer's complaint history was reviewed for the period fo one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the possible finish goods lot numbers and the DHR (device history record) shows that the products were released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. While a sample was not returned for this event, similar complaints have been investigated upon which it was determined that during the aspiration line assembly of the affected products, a misalignment occurred between the tubing holder and the tool used to stretch the tubing, which allowed for the inner tubing wall to become damaged. This damaged section was then inadvertently detached from the tubing wall by the luer fitting during the insertion step; allowing for the piece of tubing to become inserted into the aspiration line. (B)(4).